Event description:
The patient reported a reaction on (B)(6) 2010, to the treating physician, during stage 2 of the treatment, the following symptoms: hives, itching, redness on various parts of her body (particularly torso), difficulty breathing, shortness of breath, headache, a rapid heart beat and nausea. The symptoms slowly resolved after the aligner was removed.

Manufacturer narrative:
This report is being filed outside the 30 day requirement.